Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection performed, and it was noted that the female connector was separated from the main body of the transfer set. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the event was determined to be a manufacturing issue caused by inadequate solvent to the insert chip. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received, and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the dark blue part (female connector) and the light blue part (main body) of a minicap transfer set. Further described as, ¿the dark blue threaded part was coming apart from the light blue holder." This occurred during use for peritoneal dialysis therapy. There was no patient injury, or medical intervention associated with this event. No additional information is available.